Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's experiencing pain at the ipg site. Reportedly, the patient has lost a significant amount of weight. As such, the patient will have an unrelated diagnostic MRI. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention took place on(B)(6) 2017 wherein the scs system was explanted due to the issue.